Event description:
The physician reports inserting viscoelastic into the pt's eye when the cannula came off of the body of the vial and injured the iris. It appears, the thread of the vial came off with the cannula. Add'l info has been requested but not yet received. A supplemental report will be submitted to FDA if add'l info is provided.

Manufacturer narrative:
(B)(4).